Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup vvi mode due to multiple flipped bits. After downloading the product code the device functioned normally. The battery voltage was at elective replacement indicator (eri).

Event description:
It was reported that the pulse generator was in backup vvi operation. The device was removed and replaced.